Event description:
It was reported that the lead showed varying thresholds and impedances, and subsequently high impedance. An apparent fracture was also suspected. Additional information obtained through follow up with the physician office indicated that the patient had 'occasional dizziness and lightheadedness.' The lead is scheduled for replacement. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.